Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a recorded battery depletion error. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.